Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed pump stops and low speed events; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from 01feb2019 to 01mar2019. The pump was set to a fixed speed of 9000 rpm and the low speed limit was set to 8600 rpm. The pump operated above the low speed limit until 25feb2019 at 12:03:31 am when the patient experienced low speed advisory alarms which progressed into a complete pump stop at 12:04:32 am. The pump regained speed on its own and remained above the low speed limit until 26feb2019 at 12:33:43 am when the log file recorded a low speed advisory. The pump regained speed on its own following the event. The patient was connected to their mobile power unit during all atypical pump behavior. Based on previous complaint experience, this type of abnormal behavior could be indicative of a potential driveline issue. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic for low speed and pump off advisories. It was determined, upon log file analysis, that the type of behavior observed has been linked to potential issues with percutaneous lead. X-rays were taken, however, they were unremarkable. The account plans to give the patient a new power module and an ungrounded cable. The account also stated that a discussion with the patient's insurance company would need to take place to discuss the power module replacement and driveline repair. No further information was provided.